Event description:
It was reported that: "anesthesiologist reports that during the placement of the endotracheal tube, leakage is identified in the bal loon, so the tube is changed." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.